Event description:
During an adenoidectomy, a burn was noted on the patient's right inside bottom lip. A problem or defect was seen on the monopolar suction coagulator, in the insulation, was noted where the lip would touch. Physician did debridement of burnt tissue and lidocaine jelly was applied to area. Patient was sent home in stable condition following normal post surgery anesthesia period.